Manufacturer narrative:
Bayer case number: (B)(4). Perforation of the uterus or other structure [uterine perforation] device breakage during removal [device breakage] perforation of the uterus or other structure [perforation of organ] device migration with associated complications including bladder, bowel, and urinary problems; [device migration] device migration with associated complications including bladder, bowel, and urinary problems [bladder disorder] device migration with associated complications including bladder, bowel, and urinary problems [other disorders of intestine] device migration with associated complications including bladder, bowel, and urinary problems [urinary tract disorder] pain, including chronic pain [pelvic pain female] abnormal bleeding [genital bleeding] inability to tolerate the device [device intolerance] allergic or hypersensitivity reaction [allergic reaction] device breakage during removal [complication of device removal] dyspareunia [dyspareunia] psychological issues [psychological disorder] headache [headache] dizziness [dizziness] hot flashes [hot flashes] night sweats [night sweats] cramping [cramp in lower abdomen] urinary frequency [urinary frequency] nausea [nausea] bloating [bloating] mood swings [mood swings] anaemia [anaemia] prolonged heavy menstrual bleeding [prolonged heavy periods] dysfunctional uterine bleeding [dysfunctional uterine bleeding] adenomyosis [adenomyosis] endometriosis [endometriosis] post coital bleeding [post coital bleeding]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal") and perforation ("perforation of the uterus or other structure") in a 36-year-old female patient who had essure inserted (lot no. D46954) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). The patient had a medical history of depression, elective abortion ((B)(6) 2011 (B)(6) 2006), parity 2 ((B)(6) 2015 (B)(6) 2014), irregular periods, cardiac pain, anxiety and vaginal bleeding. Previously administered products included: mirena for genital bleeding and implanon, iud nos and depo provera. Past adverse reactions to the above products included: headaches with implanon. Concurrent conditions were listed as vaginal bleeding, joint disorder, anaemia, fatigue, palpitation, blood pressure high, heavy menstrual bleeding, dyspareunia, coital bleeding and lower abdominal pain. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically important), perforation (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), pelvic pain ("pain, including chronic pain"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), headache ("headache"), dizziness ("dizziness"), hot flush ("hot flashes"), night sweats ("night sweats"), abdominal pain lower ("cramping"), pollakiuria ("urinary frequency"), nausea ("nausea"), abdominal distension ("bloating"), mood swings (" mood swings"), anaemia ("anaemia"), heavy menstrual bleeding ("prolonged heavy menstrual bleeding"), abnormal uterine bleeding ("dysfunctional uterine bleeding"), adenomyosis ("adenomyosis"), endometriosis ("endometriosis") and coital bleeding ("post coital bleeding"). The patient was treated with surgery (laparoscopic subtotal hysterectomy). At the time of the report, the outcomes for uterine perforation, device breakage, perforation, device dislocation, bladder disorder, gastrointestinal disorder, urinary tract disorder, pelvic pain, genital haemorrhage, device intolerance, hypersensitivity, dyspareunia, mental disorder, headache, dizziness, hot flush, night sweats, pollakiuria, nausea, abdominal distension, mood swings, anaemia, heavy menstrual bleeding, abnormal uterine bleeding, adenomyosis, endometriosis and coital bleeding were unknown. The reporter considered abdominal distension, abdominal pain lower, abnormal uterine bleeding, adenomyosis, anaemia, bladder disorder, coital bleeding, device breakage, device dislocation, device intolerance, dizziness, dyspareunia, endometriosis, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, hot flush, hypersensitivity, mental disorder, mood swings, nausea, night sweats, pelvic pain, perforation, pollakiuria, urinary tract disorder and uterine perforation to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2019: the control image demonstrates satisfactory placement of both coils. There is satisfactory tubal occlusion on both sides [pathology test] on (B)(6) 2020: uterus plus tubes. Clinical details: menorrhagia macroscopy: multiple pieces of tissue together weighing 67g including two fallopian tubes. Ft 1 including fimbria measuring 40 mm length x 5 mm in diameter. Ft 2 including fimbria measuring 60 mm length x 6 mm in diameter. Microscopy: sections show morcellated fragments of uterus and fallopian tubes. Endometrium shows weak proliferation. No evidence of ein or invasive malignancy. The myometrium is unremarkable. Fallopian tubes show no intraepithelial or invasive neoplasia. There is no evidence of adenomyosis, or endometriosis in the sections taken. [Ultrasound pelvis] on (B)(6) 2016: transvaginal scan performed with patients consent and chaperone present. The left micro insert is correctly positioned crossing the left cornua and touching the endometrial echo. The right implant is not visualized and may be distally placed; on (B)(6) 2019: the anteverted uterus is normal in size and echotexture. There is a linear echogenic structure which appears to extend from the left adnexa and encroaches to within the superior aspect of the myometrium. The patient states she has coils within her fallopian tubes. The possibility that the appearance represents one of these coils cannot be excluded. The endometrium has a thickness of 10mm. The patient stated she is bleeding all the time. Both ovaries appear normal. Batch no d46954 production date~2015-01-09 expiration date 2018-01-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-sep-2024: medical record received. New events headaches, dizziness, hot flashes, night sweats, cramping, urinary frequency, nausea, bloating, mood swings, anemia, heavy menses, abnormal uterine bleeding, adenomyosis, endometriosis & coital bleeding were added. Medical history, concomitant conditions were added. Lab data updated. Case comments: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal") and perforation ("perforation of the uterus or other structure") in a 36 year-old female patient who had essure inserted (lot no. D46954) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically important), perforation (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), pelvic pain ("pain, including chronic pain"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder (" psychological issues"). The patient was treated with surgery (to remove essure and to remove essue). Essure was removed on (B)(6) 2020. At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. The most recent follow-up information incorporated above includes data received on: 21-may-2024: lot number d46954 added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal") and perforation ("perforation of the uterus or other structure") in a 36 year-old female patient who had essure inserted (lot no. D46954) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically important), perforation (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), pelvic pain ("pain, including chronic pain"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (to remove essure and to remove essure). Essure was removed on (B)(6) 2020. At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Batch no.: d46954. Production date: 2015-01-09. Expiration date: 2018-01-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-may-2024: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a lawyer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), device breakage ("device breakage during removal") and perforation ("perforation of the uterus or other structure") in a 36 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she experienced uterine perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically important), perforation (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), pelvic pain ("pain, including chronic pain"), genital haemorrhage ("abnormal bleeding"), device intolerance ("inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder (" psychological issues"). The patient was treated with surgery (to remove essure and to remove essue). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Quality-safety evaluation of ptc: for essure: unable to confirm complaint the most recent follow-up information incorporated above includes data received on: 28-mar-2024: event adverse event is replaced with event device migration. New events complications including bladder, bowel, and urinary problems, pelvic pain female, . Abnormal bleeding, device intolerance, allergic reaction, . Device breakage during removal, dyspareunia, perforation of the uterus or other structure & psychological issues are added. New reporter (lawyer)added. Patient date of birth added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.